Event description:
It was reported that the patient began to experience lack of pain relief. A reservoir volume higher than expected in the pump was observed during the second refill appointment. A catheter access port procedure was scheduled for (B)(6) 2015 but the patient cancelled the appointment since he felt better.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that another reservoir volume higher than expected in the pump was observed during a follow-up visit. The patient requested to have the pump explanted, but has not yet been scheduled.

Manufacturer narrative:
The device is being investigated at the manufacturing site. When the investigation is complete, another supplemental report will be filed. (B)(4).

Manufacturer narrative:
Device evaluation summary: the pump investigation included priming the catheter access port, programming a bolus flow rate, and performing relevant flow rate tests. The pump primed and flowed per specification. Based on the investigation results, the reported event could not be confirmed. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The pump was explanted on (b))(6) 2015 and will be returned for evaluation.